Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H7 and h9: recall information provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient plan did not align with patient anatomy, per sales rep.

Manufacturer narrative:
Product complaint # ==>(B)(4)investigation summary ==> the device associated with the reported event was not returned for evaluation. An investigation confirmed the reported event. The issue was escalated per pie-1999025. CAPA-10805 has been initiated. (B)(6) has been initiated for all affected lots.depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary.device history lot ==> the investigation has found a coding error in the trumatch v3 software that caused the virtual alignment of the anatomical markers on the series of CT scans by the segmentation software not to occur. The result is incorrectly dimensioned instrument sets (cutting guides, pinning guides and surgical plans) that do not correctly align the leg. The error in the software occurred in update from v2 to v3 of the siemens segmentation fast 3d which was implemented on 26-april-2021.